Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, customer was encountering a recurring non-recoverable error 1162 on universal surgical manipulator (usm) 3. The customer was in the process of completing a hard power cycle at the time of the call. The system powered up with the fault still present. The customer completed a second hard power cycle with no change. There were no reports of patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm) 3 to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and in artemis, the 1162 error was found indicating ac magnetic cannula sensor fault, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto an in-house system where no errors related to the reported event occurred. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue.